Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the user had reported multiple issues connecting from the communicator to the patient¿s internal battery. There were no reported factors that may have contributed/led to the reported issue. No troubleshooting or actions had been taken to resolve the reported issue as the user was driving at the time of the report. The issue was not resolved. No further complications were reported/anticipated. Additional information was reported that the cause of the issues connecting the communicator to the patient's ins was due to the patient's battery being completely dead and was at end of service (eos). The rep reported the issue to be resolved. No further information was reported.